Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer did change the set to resolve hbgs. At the time of the call, the customer was unable to troubleshoot because customer was driving. The next day, the nurse called and stated that the customer doesn't have enough supplies with them. It was noted that the customer was being treated with an insulin drip. In addition, the nurse believed that the customer is not following their diet correctly. It was indicated that the pump passed the testing. Although, the md is requesting the pump to be replaced.